Manufacturer narrative:
The pump involved with this complaint was returned to animas. Investigation confirmed the alleged issues. There was contamination found under the button contacts and there was leaking found in the battery compartment.

Event description:
The patient's mom reported the arrow buttons and ok buttons were not activating the desired pump functions. The reported button issue began on (B)(6) 2011, after the patient was swimming with the pump. The pump reportedly does not have any structural damage; however, the patient's mom discovered water in the battery compartment when attempting to replace the battery. The patient's mom confirmed that the battery cap was securely attached and was in good condition. There was no adverse event associated with this complaint. This complaint is being reported due to the button issue. A replacement pump was sent to the patient.